Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined that the cause could not be identified because the issue had not been confirmed and no abnormalities were found in the product. Therefore, the company was asked to check the scope since the possible cause of the scope used. Additionally, other causes may be due to improper connection of the light source cable. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke with the customer to troubleshoot the device. The customer reported a b30 error on their processor. Tac was unable to replicate the issue and stated that the issue is usually a scope issue. Tac advised the customer to send the device in for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that, the evis exera iii video system center had an error code b30. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to correct section h6. The device evaluated had concluded that there were no abnormalities in the product. Olympus will continue to monitor field performance for this device.